Event description:
Boston scientific received information that this right ventricular (rv) lead had difficulty plugging into a competitor device. The field representative reported that silicone oil was used to successfully insert the lead into the header. Lead measurement was performed after the lead was attached to a competitor device. Lead measurement obtained had normal results. The right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.